Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process. The customer's blood glucose level was noted as "high," but no specific value was provided. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Tandem technical support confirmed the issue and decided to send a replacement pump. The customer was advised on returning the faulty pump and understood the steps for using the new pump upon receipt.